Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. However, the the display and hkr pcb board were replaced as a precautionary measure. Photographs of the replaced touch screen were taken and forwarded to livanova deutschland for evaluation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 double head pump malfunctioned during a procedure. When the user attempted to interact with the menu, the display quickly cycled through other menus. There was no report of patient injury.